Event description:
It was reported that a patient underwent a nipple reconstruction procedure on an unknown date and topical skin adhesive was used. Three days post operatively, a skin blister was observed at the application site. The topical skin adhesive was removed and a wound dressing was applied. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional contact office: (B)(4).

Manufacturer narrative:
The skin was described as having an allergic reaction similar to blister on the surface, and was the length of the wound. It was reported that the surgeon applied more than the 1 layer recommended on the wound surface. It was reported that the patient recovered within a day. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.